Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted the cause of patient's por was likely due to them walking through a metal detector in march. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was at the MRI office when a power on reset (por) message was noted. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Patient code c50791 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had diagnosis of utis prior to the device, (B)(6) 2016, + ecoli, and post implant, (B)(6) 2016, +staphylococcus aureus, (B)(6) 2018, + e coli, (B)(6) 2018, + e coli,(B)(6) 2018, + e coli, (B)(6) 2018 + gram neg bacillus and on (B)(6) 2018, + e coli. The cause of the utis according to the hcp was idiopathic and the hcp noted risk factors including the patient was a sexually active female. The hcp stated it was unknown if the utis were related to the patient's underlying urinary dysfunction however the hcp asserted that the utis were not related to the device and/or therapy. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reportedthat patient was currently admitted for IV antibiotic treatment for multi-drug resistant organisms (mdro) urinary tract infection (uti). Patient was also undergoing work up by neurology for possible demyelinating disorder and wants to hold off on anything being done with their device until other issues were resolved. No further complications were reported.